Event description:
On 01/2002, the user facility's lpn/qi informed the MFR's rep of an incident at their facility. She states she would be sending in a medwatch report with all info available. On 01/2002, the MFR received a medwatch report that states the following: this pt with a history of cancer had a device placed in 2001 for chemotherapy. Recently the staff had difficulty using the device. An angiogram revealed a leak of the contrast media at the entrance to the subclavian vein. Therefore, the surgeon took the pt to surgery for removal and replacement of the device. The pt tolerated the procedure well and was discharged the same day in stable condition.